Manufacturer narrative:
The complete electrode was returned. It was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had untreated episodes due to t-wave oversensing with some noisy signals. The physician was unable to generate the episode report but was eventually successful. Technical services discussed that it was likely an isolated incident. It was also noted that the patient recently received an isolated inappropriate shock due to the t-wave oversensing with noisy signals. Later, the patient received multiple inappropriate shocks. The system was explanted and replaced. There were no additional adverse patient effects. The electrode has been returned and analyzed.